Manufacturer narrative:
Reliability analysis inspected an opened/used sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings. It was also found that the cannula was bent. It could not be confirmed whether customer received sensor in said condition, due to customer an returned opened/used product.

Event description:
The customer called and reported that her sensor was bent upon removal. The sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. The customer's blood glucose was 223 mg/dl while the sensor gave a reading of 40 mg/dl. At the time of this report, customer's blood glucose was 145 mg/dl. Insertion and calibration techniques were discussed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.